Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The specific root cause of the event couldn¿t be exclusively identified. However based on the investigation results, the reported event possibly occurred when the subject device came in contract with a surgical instrument or a non-insulated area of the grasping section. The following information is stated in the instructions for use regarding handling of the device which may have prevented the event: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. The thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. An olympus representative trained the doctor in the techniques of using the device. The doctor is experienced in the use of the device. No patient details are provided. The broken piece was removed laparoscopically by the doctor at the time when the piece fell in the patient. The event took place during the middle of the procedure while the doctor was performing cut and coagulation. Delay due to the event was minimal. The concomitant devices used with the device are not known. The device was inspected before use with no anomalies noted. There was no cable damage. The transducer cords or the cords of any other medical device (e.g. Electrocardiograph) were not bundled. The connection points to the generator were not inspected.

Manufacturer narrative:
Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. Two failed devices are associated with this event. This is the second of two associated medwatch reports filed for this event. The first device is captured in medwatch with patient identifier (B)(6). Additional information is not yet available for this event. A visual inspection on the received condition was performed on the returned device. The user¿s complaint was confirmed. The distal end of the device was inspected under a microscope and found the probe was detached. A measurement 16 mm of the probe was detached and the missing portion was returned along with the device. The ptfe pad (teflon pad) was inspected and found it is in good condition. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. The device was attached to the usg-400/esg-400 and a probe check was performed, and the device failed the probe check with error code u509. Both switches were checked and found both switches are functional. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the olympus representative, during a therapeutic laparoscopic hysterectomy procedure, the device probe broke off and fell in the patient. The broken piece was retrieved from the patient. Another device was used before this one. The first device did not work when plugged in. The procedure was completed with a third device with a little delay required for changing the devices. There is no harm or adverse impact to the patient.